Event description:
It was reported that an artificial urinary sphincter (aus) device was explanted due to erosion and recurring incontinence. It was explained that the patient experienced recurring incontinence, and the physician found the erosion using a cystoscope. This erosion was believed to be the cause of the recurring incontinence. Although the patient had a previous catheter placed, the physician believes the cause and source of the erosion was that the cuff was placed too tight. There were no device performance issues associated with this event. The patient outcome was reported as fully recovered.